Event description:
It was reported that the pump was explanted because "it wasn¿t working". Per the reporter, the pump would vibrate off and on for hours. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2009. Product type: catheter. (B)(4).